Manufacturer narrative:
Investigation type: eitan medical investigated the pump. Investigation findings: the complaint was confirmed, the device alarmed as designed. The investigation found no irregularities during testing and the pump was found to meet its specifications. Conclusion: as no irregularities were observed during testing, it is likely that the event was a result of the setup used by the customer.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. The type of drug during the event was not reported, thus this report was submitted out of an abundance of caution. Human harm was described by the customer as "caused distress" and medical intervention was described as "nurse on site with patient" but not elaborated.

Event description:
The complaint was reported by a customer from USA. Delivery issue.